Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the endoscope was blurry. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.